Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 304 mg/dl at the time of incident. The customer reported that the no delivery alarm troubleshoot was performed and completed on previous svns and svn no was (B)(4). Customer was advised that the insulin pump need to be replaced and revert to the back up plan. Customer will return pump for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump had cracked case at display window corner, broken reservoir tube lip, cracked belt clip slot and minor/deep scratched display window.